Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device stopped pacing. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the device history log provided evidence of the customer's report. It is important to note that the associated multi-function cable and electrodes were not returned to zoll for evaluation as part of this investigation. It's also important to mention that the device log indicates the event involved a poor patient connection or related to poor coupling to the patient. The device was recertified and returned to the customer. No trend is associated with reports of this type.